Manufacturer narrative:
Brand name is unknown as it was not provided. Model no. Is unknown as it was not provided. Serial no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. Expiration date: unknown as serial no. Was not provided. Phone: unknown. Device manufacture date; unknown as serial no. Was not provided. Reason for non-evaluation: the system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the handpiece tip became clogged/blocked. Instead of changing handpiece and tip, the surgery center restarted the phaco system with no results. A back up system was used and replaced handpiece and tip; the procedure was completed and no patient injury reported. This report is for the handpiece. A separate report will be submitted for the tip.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.